Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 05 years since the subject device was manufactured. Based on the results of the investigation, it is likely the malfunction occurred due to flow rate was no longer properly controlled due to electropneumatic proportional valve failure. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the flow rate of the high flow insufflation unit was not within the standard. The issue occurred due to a faulty electropneumatic proportional valve. There were no reports of patient involvement.